Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's speakers were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the ventilator's speakers were replaced to address a "service required" alarm condition. The third party service center also replaced the front panel/keypad led pca to address the issue.